Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6), an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I prolactin results for one sample. Sid (B)(6), initial result = 108.04 ng/ml (lot 65355ud00), repeat result at a reference lab = 38.87 ng/ml, same sample was tested on another lot with result of = 107.37 ng/ml (lot 67389ud00). No impact to patient management was reported.

Manufacturer narrative:
Additional information in section a3a - sex, b3 - date of event, b5 - describe event or problem, h10 - related report numbers. The complaint investigation for false elevated alinity I prolactin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I prolactin assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 65355ud00. The device history record review did not identify any non-conformances or deviations relating to the complaint under review. In house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I prolactin assay for lot 65355ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I prolactin results for one sample. Sid (B)(6) initial result = 108.04 ng/ml (lot 65355ud00), repeat result at a reference lab = 38.87 ng/ml, same sample was tested on another lot with result of = 107.37 ng/ml (lot 67389ud00) no impact to patient management was reported. Additional information provided on 10feb2025. The patient is female and the initial result of 108.04 ng/ml was performed on (B)(6) 2024 and the repeat result of 107.37 ng/ml was performed on (B)(6) 2024. No impact to patient management was reported.